Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 2 young patients with no symptoms of covid-19. (B)(6). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv tested on the genexpert instrument. Customer collected samples from 2 young patients with no symptoms of covid-19. (B)(6). Based on the review by the medical advisory board this incident was determined to be not reportable according to cfr 803. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.